Event description:
Reporter called on behalf of the patient alleging that the meter had been giving low readings. The meter was set to the wrong unit measurement. The patient had obtained a reading of 9.4 mmol/l and assumed the meter read 94mg/dl. They did not experience any symptoms at the time of testing. Less that 10 mintutes later, they tested on another meter and obtained a 139mg/dl. They contacted the reporter in regard to the issue and there is no information on whether the patient received any treatment. Meter was previously set to the correct unit of measurement. Reporter was unable to verify if the patient recently changed the unit of measurement.